Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The quality controls were within range when the discordant result was obtained. The hsc specialist recommended that the customer follow the tube manufacturer's instructions, including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample to avoid latent fibrin formation in the serum or plasma portion of the sample. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.